Event description:
During the stone extraction/capture - the basket broke from the sheath. Occurred during use. Flexible ureterorenoscopy was procedure being performed to remove kidney stones when the incident occurred. After the malfunction occurred, the lost basket was found and removed from the body. The basket was removed from the pt with a small forceps. The basket was removed from the pts ureter. A laser was not used for the procedure. Pt's current medical condition is good. The basket had to be retrieved from the pt. The removal was complete and all parts were successfully removed. The pt did not undergo any additional procedures due to this occurrence. The pt did not require hospitalisation or a significant prolongation of hospitalisation. There were no adverse effects on the pt.

Manufacturer narrative:
One opened and used stone extractor was received. The basket portion was noted to have separated from the shaft of the stone extractor. Upon close examination of one of the wires, a semi rounded appearance was observed. Based on the appearance of the wire, the wire has had excessive force applied beyond the tensile strength of the wire causing the separation to occur. The stone extractor was then disassembled noting the inner coil to have become uncoiled in the location and a second location was observed to have been slightly offset. Based on the eval, a complete stone extractor was returned for eval. Due to the appearance of the wire as well as the inner coil, excessive force has been applied to the stone extractor causing the difficulty experienced.